Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had impedances that was preventing the ipg from entering MRI mode. Surgical intervention was undertaken, and the lead was explanted and replaced.